Event description:
It was reported that the patient experienced discomfort and a small pericardial effusion due to a suspected lead micro perforation. The physician decided to reposition the right atrial (ra) and right ventricular (rv) leads. The leads remain in service. No additional adverse patient effects were reported.